Event description:
It was reported the pt underwent bipolar hip replacement due to medical femoral head fracture in 2005. The follow-up x-rays in 2005 found no problems. One month later the surgeon found the centrax dislocated. Three days later the surgeon performed revision surgery and found that the centrax cup was dislocated and moved toward the greater trochanter, and the locking ring was hanging on the neck of the stem. The surgeon alleged that he locked the locking ring completely in the primary surgery.